Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a left anterior descending artery interventional procedure with a 7f sheath. Reportedly while advancing the knot with the snared knot pusher, excessive pressure was applied to the suture; therefore, the suture snapped. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
H6: device code 2017 clarifier- failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly while advancing the knot with the snared knot pusher, excessive pressure was applied to the suture; therefore, the suture snapped. It should be noted that the electronic perclose proglide instructions for use states: do not apply excessive pressure to the suture. To prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture/ link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.